Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 4 of 4. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) explained the possible causes of the alarms. Global product surveillance (ps) contacted home patient's (hp) daughter on (B)(6), 2011 regarding the reported problem. The daughter did not notice any defects with the original cassette. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 was not confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4). The assignable cause for the reported problem was undetermined.